Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. No damage to the cartridge or pump was observed by the customer. A new cartridge was loaded to address the issue. While performing a cartridge change, insulin was not observed to be dripping out of the infusion set tubing and cartridge tubing during the load fill tubing sequence. A new cartridge was loaded resolving the issue. Customer's blood glucose level was 120 mg/dl.